Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer reported receiving motor error alarms on the insulin pump during bolus. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the all was 112 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.